Event description:
It was reported that the device sporadically shut down during a running ventilation episode. As per report, the device was replaced in a controlled maneuver; no patient consequences have occurred.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination of the device. Upon request for further information, it was reported that the issue could be traced back in follow-up of the event by a hospital technician to an unstable voltage output of the device-internal power supply. Dräger has not received a repair order, the hospital typically uses a third-party service provider for that. Hence, the reported issue and the finding can neither be confirmed nor denied. The device uses certain different internal voltages to supply the individual subsystems with electrical power - it would be plausible that operation fails if one of these voltages is missing. A complete shut-down of the device triggers a power-loss alarm for at least two minutes which is buffered by an independent power source. This has obviously worked as intended since the user reportedly became aware of the sporadic shut-down(s).